Event description:
It was reported that the patient presented with withdrawal symptoms, though no specific symptoms were reported. Upon interrogation, it was seen that the pump logs showed a critical alarm due to a motor stall. At the time of report, the stall had not recovered and it was stated that there was no known electromagnetic interference or magnetic interaction. Two days later, it was reported that the patient never heard the alarm and the physician could not hear it even with a stethoscope. It was noted that the pump had been replaced on the day of the first report. Another report, that same day, stated there had been no patient injury and he had recovered without sequela. The drugs used in this system were clonidine, morphine, and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced nausea, vomiting, restlessness, yawning, goose bumps and cold sweats in 2013 when their previous pump battery ran low. It was noted that occurred around (B)(6) 2013 and the pump was then replaced.

Manufacturer narrative:
Product ID 8703w, lot# l36053, implanted: 1995-(B)(6), product type catheter. (B)(4): final analysis of the pump found corrosion, wear, and residue throughout the gear-train. It was noted that gear wheel three was found to have missing and partially missing teeth causing the stalls seen in the pump logs.